Event description:
It was reported that a patient underwent a procedure to remove a tibia nail that was implanted on an unknown date over eighteen (18) months ago. The surgeon noted that the distal third spiral tibial fracture was well healed. However, the patient continued to experience persistent anterior medial shin pain that would not allow her to run. The patient was able to walk with mild discomfort. The surgeon took a bone scan that showed increased signal and uptake throughout her tibia. The surgeon elected to remove the tibia nail to see if this would improve the patient¿s symptoms. All hardware was removed (intact) and was returned to the patient. This report is for five (5) unknown 3.5mm cortical screws. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
(B)(6). Date(s) of persistent post-operative pain are unknown. This report is for five (5) unknown 3.5mm cortical screws. Date of original implant is unknown. Complainant part was returned to the patient; it is unknown if it will be sent to the manufacturer for review/investigation. Unknown as no part or lot numbers were provided for these complainant parts. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.